Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Based on the information provided by the edwars clinical specialist (cs), a mitraclip procedure was attempted prior to the pascal precision procedure. The mitraclip procedure was aborted since there was difficulty when inserting the transseptal sheath through to the right atrium. The sheath could not be introduced and the transseptal puncture was not possible. Given the complex patient anatomy and the difficulties encountered with the mitraclip procedure, challenges were expected by the implanting team. During the index pascal procedure there were also difficulties when attempting to insert the transeptal sheath and the physician noted there was an anomaly with the pelvic vein. A super soft terumo transseptal sheath was used to perform the puncture and after careful introduction the pascal guide sheath was positioned across the septum. Given the patient history of unsuccessful teer procedure due to complications when inserting catheters/sheaths, it is likely that the patient anatomy created an abnormal amount of interference with the pascal guide sheath ultimately resulting in the vascular injury. Removal was done very cautiously and with the aid of terumo wires as placeholders in the vessel. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with other empirical evidence. No manufacturing non-conformities were identified as no product was returned for evaluation. Available information suggests that patient conditions (anomaly in the pelvic vein as detected by the physician) may have contributed to the reported event. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where there was a vascular complication. The patient's pelvic vein showed an anomaly. After the femoral puncture right sided, the wire of the transseptal sheath was not able to forward to the right atrium. A super soft terumo model was used. With this guiding the transseptal puncture was done. The guide sheath was placed carefully to the left atrium. The pascal procedure went without complications and a good result. After all checks were done the physician decided to take the guide sheath out the patient. Two long terumo wires were placed as a placeholder at the venous vessel. The difficult anatomical structure of the abdominal vessels was checked and an angiography was done. A bleeding area of the venous vessel was found around the right pelvic vein. The bleeding was stopped with a vessel balloon and two stents were implanted in the pelvic area by the vascular surgeon. Under stable conditions and no relevant bleeding, the patient was shifted to the intensive care station for the observation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.